Event description:
On (B)(6) 2010, the pt reported that approximately 1.5 years ago, she experienced insulin leakage at the luer connection of the infusion set. She stated she does not believe she correctly attached the infusion set causing the leak. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.